Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation. As received, the pipeline flex was not attached to the pushwire. Both ends of the pipeline flex braid were found fully opened with no damage. Based on the analysis finding, the report of pipeline flex failure to open at the distal end could not be confirmed. The cause for the reported experience could not be determined as the received pipeline flex braid was found fully opened at both ends. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for an aneurysm in the paraclinoid internal carotid artery. The aneurysm was unruptured and round. Vessel was moderately tortuous. The pipeline flex was prepared as per IFU. It was reported that at deployment, the pipeline flex did not open on the distal end. Attempts were made to open the device. The pipeline flex was resheathed one time and wagged. In addition, more of the device was released. The issue was not resolved. It was also reported that the pipeline flex felt stiff and difficult to manipulate. The pipeline flex was removed and a new device was implanted successfully. There was no report of patient injury as a result of this event.